Event description:
It was reported that the cuff would not inflate. No patient involvement was reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without original package. Sample was filled with 5 cubic centimeters (cc) of air according to procedure to see if there was any functional problem. When the sample was inflated with air, the cuff only inflated one side. According to the instruction for use (IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause of the reported issues could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.